Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. However, log shows that the alarm 400 - inspiration valve /device leaky triggered twice on start up together with error 6. Error 6 means: that there is a small leak between 0.7 to 5.0 lpm at 0 steps of the inspiration valve ( valve fully closed). Inspiration valve test performed on (B)(6) , but failed on step loss test. The root cause was determined due to defective inspiration valve nt.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, technical support found that there is a cfb error while analyzing the logs. The customer was advised change the main board and to clarify which alarm he is seeing since no recent o2 dosing errors were seen. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Event description:
It was reported to vyaire medical that bellavista1000 us is getting an o2 dosing error (tf 271).the customer confirmed that there was no patient involvement associated with the reported event.